Event description:
It was reported that the pump's plunger sensor was not sensing the plungers. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4). As a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked on the lower left front corner, the right plunger case was cracked, and the bottom case was badly broken. A review of the event history log (ehl) identified syringe plunger not in place. During the functional testing the reported issue was able to be duplicated. Q1 broken off from plunger board and plunger board broken off from glued. The root cause of the issue was known and was design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken replaced plunger board. Performed preventative maintenance and all functional testing.